Event description:
It was reported that the tego quickly was clotting or blocking off during disconnection it was reported that when they were aspirating and flushing the vascath the tego will became blocked before they had time to flush the heparin to create heparin lock. There was patient involvement, no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
The staff changed out the tego to resolve the issue. Although there was no patient harm, an unspecified delay in therapy was reported.

Manufacturer narrative:
One photo was shared by customer, where a tego is observed placed over a pedri dish, however no damage, leaks, occlusion or anomalies are observed. Complaint of no flow / can't prime cannot be confirmed or replicated. The device history review couldn't be performed due to the lot number for this complaint was unknown.